Event description:
It was reported that the lead exhibited undersensing and high impedance, and had changed polarity from bipolar to unipolar. The lead also had an apparent fracture which was confirmed on x-ray. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.